Event description:
While perparing a dermatology procedure, the laser fiber was set up to be calibrated by the laser tech. When the calibration was initiated, the laser fiber being calibrated broke near the distal handpiece end. The laser tech was not wearing laser protective eyewear at the time. His unprotected eye was exposed to laser energy from the point of breakage. No injury was noted the next day.